Event description:
The pump filter attachment was bent and close to breaking. There was a back-up pump available and no case delay.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.